Manufacturer narrative:
The following day, after ambulating in the hallway, the patient slurred his words and was unable to answer basic questions regarding age or location. A head CT revealed underlying chronic right parietal lob infarct, no evidence of acute intracranial hemorrhage, and probable chronic lacunar infarcts on the left. The following day a repeat CT showed chronic ischemia bilaterally with no definite evidence of acute abnormality. A neurology consultation was not performed and the discharge summary noted that the hospital course was complicated by a transient ischemic attack (tia) in the form of dysphasia and expressive aphasia. It was further noted that the patient experienced "drops in the blood pressure at times" which was subsequently treated with a neosynephrine infusion. The clinical impression was that the decreased blood pressure was potentially a factor to the neurological symptoms. The neurological event lasted less than 24 hours, with full recovery. No treatment was necessary for the tia symptoms. The event was described as "not even at the level of a transient ischemic attack" by the investigator and the symptoms were not related to cordis product. At the time of the index procedure, angiography revealed 85% stenosis of the ostial right internal carotid artery. The lesion was described as 5mm in length and mildly calcified. The reference vessel was 7.0mm in diameter and mildly tortuous. A 5mm angioguard rx was deployed beyond the target lesion and an 8.0 x 40mm precise pro rx was implanted at the target lesion with 5% residual stenosis. The angioguard was retrieved with no debris noted in the filter basket. The patient was discharged approximately 2 days after the index procedure. Revascularization of the contralateral carotid was planned. As initially reported, this event was non-reportable. Additional information was received via the adjudication minutes on (B)(4) 2010 indicating that the patient experienced hypotension that required treatment. The lot number of the stent involved could not be obtained. Complaint conclusion: the patient was a (B)(6) man with a history of strokes, bilateral carotid artery disease, coronary artery disease (cad), myocardial infarction (mi), need for open-heart surgery, an ejection fraction <35%, dyslipidemia and hypertension. On (B)(6) 2009 he underwent the index procedure with delivery of the angioguard, pre-stent balloon angioplasty and placement of one precise pro rx stent in the right ostial ica. The site reported a 5% final residual stenosis. Pre-procedure on (B)(6) 2009 the nih stroke scale score was 0 and the rankin score was 0. Post-procedure on (B)(6) 2009 the stroke scale scores were evaluated by a different examiner. The nih stroke scale score was 0 and the rankin score was 1. The patient was discharged on (B)(6) 2009 on asa and clopidogrel. On (B)(6) 2009 the 30-day visit was completed. The stroke scale scores were evaluated by a third examiner. The nih stroke scale score was 0 and the rankin score was 0. On (B)(6) 2009 the patient underwent a planned contralateral carotid procedure with delivery of the angioguard and placement of one precise pro rx stent in the left proximal ica. The site reported a 5% final residual stenosis. Additional information from the adjudication minutes note that the discharge summary noted that during the hospital course the patient experienced "drops in the blood pressure at times" which was subsequently treated with a neosynephrine infusion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14092340 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Hypotension and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(4) registry, the patient with a history of stenting of the ostial right internal carotid artery during the index procedure experienced transient ischemic attack and hypotension the day after stenting of the left (contralateral) proximal internal carotid artery. At the time of the procedure, angiography revealed 90% stenosis of the left proximal internal carotid artery. The lesion was described as calcified and 25mm in length. The reference vessel was 6mm in diameter and severely tortuous. An angioguard rx with a 6mm basket was deployed beyond the target lesion and an 8.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved with debris noted in the filter basket.